Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Rupture :not observed. As per the investigation procedure deformation particles bubbles device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported right side rupture and capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Health professional reported, right side rupture. And capsular contracture, baker grade unknown. Device was explanted.